Event description:
The customer observed a single pt sample that was associated with the incorrect sample ID when processed using the engen laboratory automation system. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B) (4).

Manufacturer narrative:
The investigation determined that the single sample was associated with the wrong sample ID. The issue was identified by the customer prior to reporting the results out of the laboratory. The most likely cause of the event wa a mis-read sample bar code label by the bar code scanner. The definitive root cause of the event has not been determined.